Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis unavailable; device not returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that the device was overheating during preventive maintenance. There was no patient impact.

Manufacturer narrative:
Returned to manufacturer: december 17, 2014. Date received: january 8, 2014. Product evaluation: analysis found that when received in service and repair, the handpiece would not run due to motor, housing and collet seized. Pre-repair temperature testing could not be performed. All parts within the device are damaged; the unit was scrapped. Method: actual device evaluated; labeling evaluation; visual inspection. Results: degradation problem. Conclusion: device received in condition making evaluation impossible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.